Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that lock lever on alcohol connector was damaged due to impact by hitting something hard or repeated excessive stress was accumulated. The suggested event can be detected and prevented by handling the equipment in accordance with the following instructions for use: chapter 5. Inspection and preparation before use 5.6 inspecting the connectors: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the re-processor if any connector seems to be damaged or defective. Using the re-processor when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. An olympus field service engineer performed an in-service and found the blue connection on the alcohol bottle was loose. The customer tightened the connection, and the issue was resolved. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoscope reprocessor's alcohol cap was damaged preventing the unit from working due to air entering the lines. The issue occurred during reprocessing. There were no reports of patient harm.